Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device was bent not broken. Investigation results indicate that the router bent as a result of the associated duraguard bending. The bending of the durguard and the router may occur when excessive side load is applied to the devices.

Event description:
It was reported that during service conducted at the manufacturer a bent router was found with the associated duraguard. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.